Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege patient has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in his blood stream, conscious pain and suffering, and loss of earnings. Update: (B)(6) 2013-sales rep reported revision due to loosening of the acetabular cup. Fluid was noticed inoperative. There is no new additional information that would affect the outcome of the investigation. Update: (B)(6) 2013 - sales rep reported revision surgery. Patient was revised to address pain. Update: (B)(6) 2014- medical records received. Patient's right hip was revised to address pseudotumor, fluid and brown staining. Patient's left hip was revised to address osteolysis, and wear on the stem and sleeve. The left side stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.